Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 27th may, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, rubber cap fell off on the bed. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, a rubber cap fell off on the or table. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as the cap shouldn¿t fall off and it contributed to the event. At the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse. The most likely root cause is lack of maintenance. Powerled user manual 01581en09 pages 35-36 indicates the substances that can be used to disinfect the device. Moreover, user manual at page 20 mentions to perform the daily inspection in order to check the presence of paint chip, impact marks and any other damage. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).